Event description:
It was reported that two leads had contacts with high impedances. The patient was receiving "good stimulation" in his hand into the second knuckles, but he wanted stimulation for pain relief into the tips of all his fingers and thumb. The implantable pulse generator (ipg) was reprogrammed and was able to deliver "more than satisfactory stimulation" into the entire right hand up to the shoulder. It was noted that his ipg was 88% full. No revisions were planned or requested. There were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 74002, lot # n334837, implanted: (B)(6) 2012, product type adapter; product ID 3887-33, lot # l78660, implanted :(B)(6) 2000, product type lead; product ID 3887-33, lot # l78345, implanted: (B)(6) 2000, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).